Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+. Two mitraclip xtw clips were inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2026, imaging revealed that the posterior leaflet was torn and mr increased to 2-3. It was noted that the mitraclip xtw (60303a2091) was not detached. It was noted the clip remained attached to both leaflets. The patient was reported to be ok and discharged to home.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported unspecified tissue injury appears to be related to procedural conditions (interaction between clip and leaflet). The reported mitral regurgitation appears to be a cascading event of the reported tissue injury. The reported patient effects of mitral valve insufficiency/regurgitation and unspecified tissue injury are listed in the IFU and are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.